Manufacturer narrative:
The customer declined servicing. The system was manufactured on july 17, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event(s) cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure the illuminator did not work and there was poor aspiration during the irrigation/aspiration (I/a) portion. The surgery was completed by using the auxiliary illuminator, and by stepping on the footswitch several times to work aspiration. There was no harm to the patient.